Event description:
It was reported that the console is intermittently working. It will run the shaver handpiece without pedal or handpieces being activated. It is unknown whether the event happened during surgery and if there was patient involvement. Unknown if backup was available and how the issue was resolved. No patient injury or other complications were reported. No delay reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of running the mdu without using the buttons or footswitch to activate motor could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Unit did not fail for running the mdu without using the buttons or footswitch to activate motor during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the surgery the console is intermittently working. It will run the shaver handpiece without pedal or handpiece being activated. No patient injuries or delay reported. Back-up device was available.